Manufacturer narrative:
During service for a regular replacement of memory backup batteries, technical error codes indicating disabled valves and internal memory error was noted in the ventilator logs 15 days prior to aware date. The user facility stated that there have been no observations regarding this. No further investigation was performed, the ventilator was returned for clinical use. The root cause has not been determined.

Event description:
It was reported that during ventilator log evaluation for an unrelated complaint, technical error codes was noted that indicates disabled valves and internal memory error. There was no patient involvement. Manufacturer's ref #: (B)(4).